Manufacturer narrative:
The lot number was provided. The manufacturing records were reviewed. All inspection values were within specification and there were no ncr's or deviations. The device was not returned for evaluation; an analysis of the device could not be conducted.

Event description:
It was reported that treatment was performed for an anterior communicating (acomm) artery aneurysm. After placement of the web in the aneurysm, it was noted that there was a 30-40% protrusion into the a2 artery, but there was no flow restriction, so the web was detached. Within a couple of days post-procedure, the patient began having seizures. An MRI was performed 3 days after the procedure, which demonstrated a clot and stroke in the left a2 artery. No clot had been visualized in the procedure angiograms. Dual antiplatelet therapy was administered, as well as a heparin drip. Currently, the patient is extubated but cannot move his right arm or leg.